Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient shown as discharged on the server. A technical support specialist (tss) stated that the patient was left. Tss has been multiple attempts were made to reach customer but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server the patient was not showing on server. The customer stated that this malfunction occurred while dispensing medication to the patient care and they were unable to dispense the medication for the patient resulting in a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server the patient was not showing on server. The customer stated that this malfunction occurred while dispensing medication to the patient care and they were unable to dispense the medication for the patient resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.